Manufacturer narrative:
The device has not been returned/received to date. We are unable to confirm the cause of the reported thermal event. The reported thermal device malfunction is associated with a pdm (personal diabetes manager) manufactured after the correction for action res#91127 was implemented. If the device is received, a supplemental report will be submitted with the investigation results. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g7. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported she on (B)(6) 2025 after being awakened by a notification on her phone, she noticed her omnipod personal diabetes manager (pdm) was hot to the touch. The device was currently plugged in charging, so she unplugged the device and noted smoke coming out of the charging port. The patient was not using the charging cord provided with the device and reported using multiple charging cords. The patient reported blood glucose levels between 70-120 mg/dl while wearing the pod between 24 and 36 hours. No physical harm was reported, and the patient did not require medical attention or treatment. The device is expected to be returned.